Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient failed to charge the ipg as recommended. As a result, the ipg failed to communicate with external devices. Troubleshooting was tried to no avail. In turn, the ipg was deemed inoperable. Surgical intervention may occur later to address the issue.

Event description:
Follow-up information revealed that the ipg was explanted and replaced with a new ipg on (B)(6) 2018. Therapy was reportedly restored postoperatively.